Manufacturer narrative:
(B)(4). Test p-cap and reservoir locked properly into reservoir compartment during testing. The insulin pump passed the displacement test, active current test, and self test. Insulin pump failed sleep test due to a esd latch up. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range, however, the power management graph indicated esd latch-up on an ic. No alarms or alerts noted during testing, however, a low battery alert was found on (B)(6) 2022 at 7:35 were found in the history files. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Insulin pump alarmed with replace battery alarm. Customer also received low battery alert prior to replace battery alarm. Customer stated there was second occurrence of replace battery alarm with low battery alert within 8 hours. No harm requiring medical intervention was reported. The device will be returned for analysis.